Event description:
The patient was undergoing a planned revision and extension of the posterior cervical fusion from c1-t1. The patient's head was in a mayfield skull clamp in locked position. During the placement of the rod there was a slight slip of the posterior mayfield pin resulting in a scalp laceration (3 cm). This was irrigated thoroughly and stapled to approximate the scalp without any further issues. The procedure was completed and the patient was discharged to home the next day as planned.